Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. If further details are received at a later date a supplemental medwatch will be sent. H3 evaluation: the product was returned to ethicon for evaluation. One detached needle outside its packaging was received for analysis. Product code. Upon visual analysis of the returned sample revealed that incorrect swage (short swage) defect was observed on the needle, since the needle was not placed correctly on the tool. Based on the information currently available, incorrect swage was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown orthopedic surgery; the suture was detached from the needle easily. It was not a control release needle. Further details are not provided from the hp. When we send the sample to you, we will let you know its return date and tracking number. There were no adverse consequences to the patient. Please take photos for japanese customer. Affiliate reference number is (B)(4).